Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that there was moisture inside the battery compartment and the ok button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the keypad was intact and all the keys responded fully to user presses. There was visible corrosion in the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The keypad cover was removed and there was no contamination found under the key contacts. The pump cover was removed and the keypad latch was found to be fully closed. There was internal moisture found on the printed circuit board and internal components. Additionally, the battery compartment was observed to be cracked just below the bumper pad.